Manufacturer narrative:
H3: product analysis confirmed reported fault. Main pcb failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, console nim4cm01 nim 4.0 serial/lot: na, h6: annex codes b17 and c20 are applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim patient interface had connection issue and missing a piece from the usbc port. There was no known patient impact.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Product ID: nim4cm01, console nim4cm01 nim 4.0 serial/lot: na, fdc code d20 is applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.